Event description:
During the thawing of 2 bags of cryopreserved hematopoietic stem cells for a patient, pharmacists found that one of the 2 bags had completely leaked. The product was therefore transferred to an overbag. However, due to the risk of contamination of the cracked bag the graft was destroyed. The backup bag was administered to the patient. This is the first complaint for this lot with a complaint rate below 0.01%. For the cryomacs freezing bag 750 batch 7220500802, with regard to the complaint, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. The customer provided pictures but no filled in questionaire with detailed information. According to the pictures the issue can be confirmed. There is a crack at the edge at the bottom of the bag. According to the description it is suspected that no overwrap bag was used for freezing. Due to the lack of information a root cause cannot be determined. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with an improper user handling during the freezing procedure. According to the description it is suspected that an overwrap bag was not used for freezing. This is a deviation from the recommended freezing procedure.

Manufacturer narrative:
3191 - appropriate term/code not available: opening causing substantial loss of material after thawing.